Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection, scrotal redness, sepsis and general feeling of being unwell. The ipp was explanted and a tactra device was placed. There were no additional patient complications reported.

Manufacturer narrative:
Updated evaluation conclusion codes h6.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection, scrotal redness, sepsis and general feeling of being unwell. The ipp was explanted and a tactra device was placed. There were no additional patient complications reported.